Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the pacemaker was in backup vvi mode. The pacemaker was reprogrammed. The patient was stable.